Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported inability to communicate was confirmed in the laboratory. The device was tested on the bench and it was found the telemetry channel was unable to remain open. However, during the analysis the failure was lost and could not be recaptured. The root cause of the inability to communicate could not be determined.

Event description:
It was reported that prior to implant, no communication could be established with the device. Several attempts were made to interrogate the device were unsuccessful. The device was replaced.